Event description:
Siemens was notified on (B)(4) 2013 that reference images of bone contours that are taken from the simulator and used at the syngo rt therapist oncologist system for position verification are shifted in one direction. Reportedly, the issue occurs with lateral verification images while the reticle remains placed correctly in most cases. The drawn contours also remain shifted when images are reviewed at a later time. There is no report of mistreatment or injury to a pt. This report issue occurred in (B)(6).

Manufacturer narrative:
Siemens' investigation into the reported occurrence is on-going. A supplemental report will be submitted to the FDA upon completion of the investigation. Model number: this info has been requested. Customer address: (B)(6).